Event description:
Postoperative fracture of the sp ii system. The stem broke at 40 mm from its tip and it was unsealed proximally.

Manufacturer narrative:
As of today the waldemar link the explanted implant was not sent for further eval. Therefore sn and expiration date currently unk. Implantation date is currently unk. When the explanted implant is received at waldemar link, the following eval will be done: review of production and quality system records. Eval of subject device: a non-destructive examination of a sp ii hip prosthesis (B)(4). The sp ii hip stem will be delivered to an external institute for further investigation. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the sp ii hip-stem also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.